Manufacturer narrative:
Date sent to the FDA: 07/17/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional h-3 summary: it was received one opened sample of product code j207, lot lkz133 for analysis. During the visual inspection of the sample, the spool had a hole punched and this is correct to the requirements for product code j207, since only must has one hole punched. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no labeled identification issue was found. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the device appears to be "0" vicryl ties but placed onto the "2/0" reel. Packaged in "0 vicryl" packaging. This has been noticed frequently recently. No patient involvement reported.